Event description:
It was reported that 2 bd nano¿ ultra-fine¿ pen needles experienced the outer cover being unable to detach, and were not functioning. The following information was provided by the initial reporter: consumer found 2 pen needles when removing the outer cover. The inner shield was stuck to the outer cover and automatically exposed the patient end needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ ultra-fine¿ pen needles experienced the outer cover being unable to detach, and were not functioning. The following information was provided by the initial reporter: consumer found 2 pen needles when removing the outer cover. The inner shield was stuck to the outer cover and automatically exposed the patient end needle.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 24-jun-2022. H6: investigation summary: customer returned a single used 4mm, 32 gauge nano pen needle. When opened, the outer cover of the pen needle and the needle shield were not found to be attached. The outer cover and inner shield were inspected and there was no observable point at which the outer cover and inner shield may have been attached. No defects found. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was unable to confirm the customer¿s indicated failure of the inner shield separating. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 2 bd nano¿ ultra-fine¿ pen needles experienced the outer cover being unable to detach, and were not functioning. The following information was provided by the initial reporter: consumer found 2 pen needles when removing the outer cover. The inner shield was stuck to the outer cover and automatically exposed the patient end needle.